Event description:
It was reported that the ptca procedure was to treat a previously implanted stent that showed narrowing. The balloon catheter was positioned within the stent without any problems.the balloon catheter was pressured to 16atm when there was a sudden loss of pressure and there was blood noted in the proximal shaft of the balloon catheter. Upon removal of the balloon catheter from the patient, it was noted that the balloon portion was not moving and the proximal shaft segment was already outside the patient. The balloon catheter was compared to another balloon of the same type. It was determined that the entire distal shaft segment, including the marker before the guide wire exit notch, was detached. The detached balloon segment was seen moving further distal into the posterior descending. Several attempts were made to retrieve the distal shaft segment, but they were unsuccessful. The patient was sent to CABG in order to remove the shaft fragment, as there were already retarded blood flow in the mid and distal part of the rca by this time. The balloon catheter shaft was surgically removed and the patient tolerated the procedure quite well.